Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited clogging of the channel tube and foreign objects came out of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a residual stent in the channel, therefore, the forceps were unable to be inserted/removed. The stent attached to the balloon catheter likely fell out in the biopsy channel due to loosening or snagging of the balloon catheter. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.